Event description:
It was reported that a freestyle libre 3 plus sensor connected to the ilet mobile app did not display blood glucose values after warm-up, and rescanning confirmed the sensor was already paired; troubleshooting and education were completed, and pairing was restored. Symptoms included no reported adverse physiological effects. Outcomes included no reportable impact on health or medical intervention. Investigation included telephone troubleshooting and user education. Investigation of this case revealed the sensor was already connected and function restored after app-based rescan. It was concluded that the event was resolved through guidance without evidence of device malfunction affecting patient safety.